Event description:
It was reported that the plaintiff allegedly experienced severe bilateral hip pain, urinary urgency, pain in her vagina particularly when sitting, pain in her back and has trouble walking for long periods of time following the implant of a monarc sling. No further plaintiff complications were reported.

Manufacturer narrative:
(B)(4).